Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead impedance has increased to 3600 ohms, versus 660 ohms at last followup 9 months ago, and unable to capture at 5 volts 1 millisecond. The previous threshold on the lead was 1 volt at 0.4 milliseconds. The lead integrity was questioned. The patient has had open heart surgery within the past year. No patient complications have been reported as a result of this event.